Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Location and incision size of product application? How the device was used (how many layers applied)? What prep was used prior to dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? Are any pictures available? Is the product or representative sample (product from the same lot number) available for evaluation? Patient pre-existing medical conditions. Does the surgeon believe that the dermabond contributed to the event? Reason that ethacridine lactate was used to treat on (B)(6)? What is the surgeon opinion of the causative factors for the leakage? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on (B)(6) 2017 and the topical skin adhesive was used. The patient was discharged and it was noted wound inflammation on (B)(6) 2017. The exudate leaked on the wound was found on 06/16/2017 and required additional surgical intervention. It was also reported that the patient was under monitoring at the hospital and no abnormal data was found in blood test report, c reactive protein report and e.s.r report. On (B)(6) 2017 the patient was treated with ethacridine lactate. On (B)(6) 2017 the patient's condition changed to better. The surgeon opined that it might not be related to the product. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: patient symptoms manifestations (location, severity, appearance, systemic or local reaction) unk date - time of onset of infection from the surgical procedure? 15th jun were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unk did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unk were cultures performed? Results? Unk. Was the intervention to preclude permanent damage? Unk what layer of tissue was being used or closed? Unk was the end-user a new user of this product? No was the device or product used for the intended purpose? Yes did they have formal training on the use of these devices? Yes was the sales rep present during the procedure? Unk